Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used in the common bile duct during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the cut wire became detached from the proximal end of the catheter. The wire did not fall off. It only became detached on one side and electric current could not be transferred. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed and the root cause could not be determined. If any further relevant information is identified, a supplemental medwatch will be filed.